Event description:
The customer advised that the patient had a bladder operation, due to obstruction of the ureter. One month and eleven days after use, the external portion separated leaving a portion within the patient. An emergency procedure was performed, removing the remaining portion. No harm to the patient.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation; however, two photos were provided. Unfortunately, we were unable to determine the severity of the separation as the photo images were out of focus. Without the return of the actual complaint device, it is not possible to determine the exact reason for the separation. It should be noted the catheter was in place for over 30 days. A device indwelling for over 30 days is considered implantable. This catheter was not designed or approved to be an implantable device.